Event description:
A pt reported experiencing inaccurate low results with an ot profile meter. The pt'b blood glucose results were 8.9 mmol versus 11.6 mmol meter to lab. Tests were done within 30 mins with a difference of 23%. Pt did not experience any adverse events. No further info has been reported.